Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly and the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.